Manufacturer narrative:
Date of event: exact event dates are unknown; therefore, the date of the article was used. Apa citation: chuang, r., kinnaird, a., kwan, l., sisk, a., barsa, d., felker, e., delfin, m., & marks, l. (2020). Hemigland cryoablation of clinically significant prostate cancer: intermediate-term followup via magnetic resonance imaging guided biopsy. Journal of urology, 204(5), 941-949. Https://doi.org/10.1097/ju.0000000000001133.

Event description:
It was reported via the literature article "hemigland cryoablation of clinically significant prostate cancer: intermediate-term followup via magnetic resonance imaging guided biopsy" that patient complications occurred. The purpose of this article was to determine the success rate of hemigland cryoablation as a primary treatment for prostate cancer. The galil medical cryotherapy probes were referenced within the study. Two patients experienced epididymitis within the first postoperative week which resolved after treatment with oral antibiotics. Two patients required replacement of a foley catheter after the initial voiding trial and both were ultimately able to void freely after several weeks. One patient reported new onset erectile dysfunction, which responded to oral phosphodiesterase type 5 inhibitor therapy.